Manufacturer narrative:
There were no signs of melting or burning on the meter. There was no indication of an electrical short or of an external heat source being applied to the meter but the display was broken by the customer.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reports evidence of burning under the display screen of the inform ii meter. No adverse event reported. Requested return of suspect device and replacement was sent.